Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site and asked about the boot up sequence. Representative reported that the site left the rack powered on all night and the navigation interface unit (niu) was turned off until the beginning of the case. Medtronic representative informed site to turn off both rack and navigation interface unit (niu) after cases. System has been working normally after reboot. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial resection, while setting up the patient for registration, the navigation system displayed a "localizer not connected" message. When trying to move back out of software, the system became unresponsive. A hard shutdown was performed on navigation interface unit (niu) and the rack and upon turning back on, the system was functioning normally. Site proceeded with case. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.